Event description:
Healthcare professional reported the goal weight to be removed was set at 3.4 kg. Pt complained of "cramping and not feeling good". Vital sign records showed a decrease in blood pressure. The pt's post treatment weight was 6.5 kg less than pretreatment weight two (2) liters of normal saline was administered and pt left facility.